Manufacturer narrative:
H6: updated. H3: one sample was received as well as three photos. The sample was visually and functionally tested but the customer reported complaint was unable to be confirmed. The cause of the issue is unknown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that a leak was found after the pump had been switched on. Patient on parenteral nutrition for pancreatic adenocarcinoma with liver metastasis undergoing chemotherapy. There was patient involvement and no patient harm/adverse event reported.